Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a procedure to treat a heavily calcified and moderately tortuous anterior tibial artery. An armada 18 2x120 balloon was inserted and advanced to the target lesion. However, the balloon ruptured at 8atm. Therefore, the device was removed and replaced with another armada 18 2x120 balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.